Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-30401.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading but stated that it was running high. The caller did not know how long the insulin pump had been alarming before she saw the alarm, so she was unsure if there were any significant events leading to the alarm. She reported that the customer had gone through a scan with the insulin pump and had been exposed to a magnetic field. Advised replacement of the insulin pump. Nothing further reported.